Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and it was verified that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which the customer acknowledged and understood.